Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Review of the service history revealed previous device servicing did not cause or contribute to the reported event. The cause of the reported event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a high drain 104 alarm on a homechoice (hc) device during automated peritoneal dialysis (apd) therapy. This alarm identifies that the patient drained greater than 200% of the maximum prescribed cycle fill volume, indicating an increased intra-peritoneal volume (iipv) event. The alarm occurred after therapy. The therapy logs indicated that the ultrafiltration (uf) reading in cycle 4 was 2167ml while only having a fill volume of 2000ml. Nothing unusual was noted during troubleshooting for the alarm. The hp tapes the catheter, and a technical service representative (tsr) advised the hp to loosen the tape. The hp cleared the alarm and was able to continue. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). A device history/service history record review will be performed. Should additional relevant information become available, a supplemental report will be submitted.